Event description:
It was reported the balloon ruptured. A 2mm x 40mm x 145cm coyote balloon catheter was selected for use in a below the knee (bk), critical limb ischemia (cli) endovascular treatment (evt) procedure. The coyote balloon was inflated to 10 atm and ruptured. The device was removed and the procedure was completed with a different device and the patient was reported to be in good condition.